Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery icon symbol. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6), 2010 since the patient's phone number was disconnected. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6), 2010. The patient claimed she manages her diabetes with oral medication (metformin 1000mg) and diet/exercise. Despite the alleged issue, the patient indicated she continued taking her normal dose of oral medication. The patient claimed she was not experiencing any symptoms at the time of the alleged issue. On the onset of the alleged issue, the patient reported she was seen by her health care provider (hcp). At the time of the doctor's office visit, the patient stated she was treated with medication; however it is unclear what type of medication was administered to her. The patient claimed she was tested by the doctor/clinic meter and obtained a result of "277 mg/dl". At the time of troubleshooting, the cca noted the patient had used the subject meter before and there was no misused of the meter. The cca determined the meter needed a new battery replacement; however the patient did not have a battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test on the subject meter and reportedly received hcp intervention after the alleged meter issue began.